Event description:
Family member turned vent on, it turned itself off and back on, and then worked properly. Family member used alternate ventilator. Vent in question was exchanged the following day. Device on ac power at the time of the event. Found during testing.